Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified a patella component covered in bio-debris. Part and lot information were not identifiable from the picture provided. No product was returned therefore no further evaluations can be made. The reported event has been confirmed by review of provided photographs. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery as the pegs of the patellar implant sheared off. The affected implant was replaced without reported complication. All available information has been provided.